Event description:
It was reported that the customer's insulin pump was not functioning properly for several weeks and the customer ended in the hosp due to high blood glucose. The customer's glucose reading at time of his admission was in the range of 300 to 400 mg/dl. The customer was hospitalized for one week and the drs suspected it was due to the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.